Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose was 107 mg/dl.